Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is suffering from utis prior to evaluation and is taking medications to control them. It is unclear as to whether or not the utis started before the basic evaluation or advanced evaluation. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.